Manufacturer narrative:
Upon further review, it was determined that medical device report (MDR) number 1627487-2020-30809 should not have been submitted. The allegation does not pertain to the device associated with this MDR.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-30810, 1627487-2020-30808. It was reported that the patient had high impedance on all right side lead contacts. The physician believed this was caused by the patient "twiddling" with the lead extension. The patient underwent a surgical procedure in which their lead extension was explanted and replaced. During the procedure, the physician discovered that the patient's internal pulse generator (ipg) had flipped in its pocket. The physician used silk sutures to secure the patient's ipg within the pocket.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.